Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 97 mg/dl (meter), 250 mg/dl (lab). Tests were done within 10 minutes with a difference of 57%. Patient did not experience any adverse events. No further information has been reported.